Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Summary of investigational findings: a male patient of an unknown age with a thoracoabdominal aneurysm, who was previously treated with a y-graft should undergo a tevar (thoracic endovascular repair), where a zta-p-40-217-w1 (complaint device) was planned to be used. A dummy trial was performed with gore dryseal 20fr. (O.d.: 7.5 mm) after the sheath was advanced through y-graft, a zta-p-40-217-w1(o.d.: 7.7 mm) was used, but it could not pass through. An attempt with pta balloons was also unsuccessful. The physician decided to replace the complaint device with 2 zta-p-38-217-w1(o.d.: 7, 1mm) and completed the procedure without any adverse events. Review of the device history record gave no indication of the device being produced out of specification. No product was returned and no imaging were provided. As per the IFU "do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels". Based on the information provided it is likely that the advancement difficulties are related to the interaction between the size of the existing implant and the complaint device. However, an exact cause can not be determined. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the procedure was tevar after y-graft. The access was gained from the left femoral artery. The target site was suppossed to be the descending aorta. For 8 mm leg y-graft, a dummy trial was performed with dryseal 20fr (o.d.: 7.5 mm) produced by gore. After confirming that the sheath could pass through, zta-p-40-217-w1 (o.d.: 7.7 mm) was used, but it could pass through there. The physician tried to advance the reported device again using pta balloons, etc., but it did not pass through there. It did not go up from the peripheral anastomosis of the y-graft. Therefore, the plan was changed, and 2 zta-p-38-217-w1(e4126459: placed in zone3, e4126470 placed in zone4) were used for the treatment. Patient outcome: the postoperative course is unevenful. No adverse events to the patient were reported.